Event description:
It was reported that the patient vomited blood mid-april and was hospitalized. It was noted that the patient lost a lot of blood and ¿flat lined¿ and the doctor used defibrillation and their chest hurt "real bad" for the past 6 weeks. It was also noted that the issues were related to an ulcer that was detected. Since the incident, the patient wasn¿t able to connect with the implant using their patient programmer. It was reported that the patient could not make adjustments with or without the antenna. The screen was "weak and worked once in a while.¿ the patient also noted communication errors. It was reported that since patient wasn¿t sent a patient programmer it was unknown if the system was working well. It was later reported the patient had trouble turning therapy on and once on they have trouble turning therapy off. It was noted the therapy was ¿99%¿ fine when the therapy was on. The patient declined a transfer to repairs for replacement.

Event description:
It was further reported that the patient¿s concerns with the device or therapy were resolved. It was noted that the patient received assistance from a healthcare professional or manufacturer¿s representative on (B)(4) 2013. It was reported that the problem was ¿sol ved¿. It was further reported that the patient¿s impedances were within normal ranges. It was noted that the ¿patient programmer was broken¿ and a new patient programmer was sent to the patient overnight by manufacturer. It was reported that device was working well and patient¿s ¿coverage was adequate¿.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3587a, lot# l79814, implanted: (B)(6) 2003, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-09, lot# lb6696, implanted: (B)(6) 2003, product type accessory; product ID 748951, serial# (B)(4), implanted: (B)(6) 2003, product type extension; product ID 74002, lot# n334850, implanted: (B)(6) 2012, product type adapter; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).